Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures at the time of self test. The customer¿s blood glucose level was 11.3 mmol/l. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Self test was pass. Troubleshooting was performed. The insulin pump will not be returned for analysis.